Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the switch part of converter u inside the equipment was malfunctioning, and the power could not be turned on with the normal pushing force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the front panel switches were not working due to a faulty converter switch. Additional findings include battery consumption issues and damage to the video connector receiving lock. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the visera elite video system center front panel switches were not working. There were no reports of patient harm.